Event description:
According to the customer, a false low total bilirubin was obtained from the synchron chemistry analyzer when using a microtube. Two microtubes were received from a patient and were tested for tbil. The first sample result was 0.0 mg/dl and the second sample was 6.6 mg/dl. The customer indicated that not enough sample to run the tbil. A printout of the event was not provided. There has been no change to patient treatment that can be attributed to this event.